Event description:
It was reported that the device was used during a laparoscopic procedure. The device jammed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 2 conforming clips, and the advancer bypassed 3 clips causing unformed clips. Additionally the instrument was noted to have sticking issued and it locked out as intended, but the orange indicator did not show up completely. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.